Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. The instructions for use for the impella cp with smart assist system states the following: impella cp with smartassist system. Section: general patient care considerations, ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output. Use of the repositioning sheath and peel-away introducer, ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events, ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The complainant reported that the patient experienced atrial flutter with hemodynamic collapse during impella cp support, which was treated with cardioversion. The patient also developed access site bleeding, managed with manual pressure and blood transfusions, as well as hemolysis, evidenced by red urine. The care team administered albumin and additional blood products to manage the hemolysis. Mechanical support continued until the patient stabilized and escalated to impella 5.5. The impella cp was subsequently explanted, and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The investigation of access site bleeding, vf/vt/af/at, and hemolysis has been completed. The impella device was not returned for evaluation. Access site bleeding: the cause of the access site bleeding was most likely patient condition related due to the bleeding occurring at multiple access sites. Vf/vt/af/at: the root cause of the af / sinus tachycardia was unable to be determined due to insufficient clinical details. Hemolysis: data log review showed suction alarms on days of hemolysis with no motor current (mc) spikes and adequate positioning. The pump was not returned. The cause of the hemolysis was most likely patient condition related as the pump positioning and flows were deemed good and the hemolysis resolved after giving the patient blood volume. Instructions for use: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿. ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ h10 instructions for use were incomplete on the initial manufacturer device report number 1220648-2025-29971.